Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); incorrect technique/procedure (user related; misjudged location of the renal artery). Conclusion: operational context contributed to event (user related; misjudged location of the renal artery).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an 5.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was not challenging. The stent grafts were implanted without complications. The final angiogram revealed that the bifurcated stent graft was inadvertently implanted partially covering the renal artery (physician misjudged the renal artery on fluoroscopy). The physician was able to implant a bare metal stent in the renal artery without issue. The blood flow through the renal arteries was restored. No clinical sequelae were reported and the patient is fine.